Event description:
According to a report filed with the FDA medwatch system (mw4003622). Bioglue surgical adhesive was applied in 2003 during surgical intervention of bilateral ptosis of the eyebrows (not an approved use of bioglue surgical adhesive in the united states). The pt has a history of progressive aging and markedly ptotic eyebrow(s). The pt subsequently developed a lesion/abscess formation post-surgery on the forehead. As a result, the pt has returned to the surgeon's office on several occasions for drainage of the surgical site. The surgeon describes that "the pt had a reaction to the glue with a mucopurulent dicharge (periodically for) approx three months in association a retraction of the area in the medial left forehead region. In 2003, the pt underwent a subsequent procedure and particles of dried crystal-like glue from the brow region and approx 70% was removed by clamp and forceps technique. The area was then copiously irrigated and the deep subcutaneous tissue closed with interrupted suture technique and the skin closed also with suture. A sterile dressing with antibiotic ointment and steri-strips were then applied. The pt then experienced several more incidents requiring drainage. Cultures were also performed and were negative for growth.